Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date, after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR #1225714-2013-02660.

Manufacturer narrative:
This is one of two device reports associated with this event. Related MFR# 1225714-2013-02660 and 1225714-2013-02661.

Event description:
Additional information received noted the patient experienced a sudden cardiac event and continued to experience sudden cardiac events until expiring approximately five days later, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.